Manufacturer narrative:
Revision surgery - due to pain and instability. Part/ lot number(s) unknown or could not be narrowed down. Explain: with the information available and provided by the reporter, part and lot numbers were unable to be identified. Thus, DHR review was unable to occur. Due to the original poly part and lot numbers remaining unknown, simulated use testing cannot be conducted utilizing similar parts to simulate the event. Additionally, the poly component was implanted for an unknown amount of time, so simulated use testing would not be able to accurately recreate the physiological changes that occurred during implantation. There were (B)(4) similar complaints identified for st ar poly swaps with no reported damage beyond normal wear. Previous complaints were investigated and documented by stryker prior to february 2023 and do not aid in investigation for this complaint. Similar complaints identified after february 2023 had a root cause of unknown and do not aid in the investigation for this complaint. Ohr review was not conducted due to the complaint part not being returned and the lot number remaining unknown. It is unknown if the doctor followed the surgical technique with the limited information available. The poly was not returned, so visual and dimensional inspection did not occur. Simulated use testing did not occur as the poly was implanted an unknown amount of time and the part and lot number remaining unknown. The reporter states the original implants "became loose and causing pain to the patient". However, it could not be determined which part of the total ankle construct "became loose". Based on the limited information, and the poly not being returned, the root cause shall remain as unknown. The following information remains unknown: - physician name - date implanted - date explanted - patient gender, age, weight, date of birth, bone quality, noncompliance, and co-morbidities - inventory type - part and lot numbers - product status - inventory status. Information not provided is not available to the reporter. Thus, good faith effort was achieved. The overall risk is high with a risk index of 3. Severity level of 4 (significant) is appropriate as there could be permanent functional impairment of body function and the failure may occur with or without warning. It is to be noted that no adverse events were reported resulting from the swapped poly. It was determined that (B)(4) tibial polymer components (pn:400-14x) were sold during june 2022 and june 2023. With (B)(4) reported events, the occurrence rate is (B)(4). Thus, an occurrence level of 5 (frequenuhigh) is appropriate. Per rf-str-0001 revision 2 risk benefit analysis for u23.2,"every endoprosthesis has a limited lifespan. With state of the art techniques, there is no potential for further mitigation of the risks from a clinical point of view". Therefore, the risk shall remain appropriate, though the root cause was unknown, it is not expected to be attributed to the supplier.

Event description:
Revision surgery - due to pain and instability.